Event description:
It was reported the pt's scs ipg was replaced due to the pt's anatomy not being able to house the scs ipg at the pt's new pocket site location. F/u identified the physician relocated the pt's scs ipg pocket site closer to the scs lead to decrease the risk of failure during a lead revision procedure rather than adding an scs extension.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.